Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of multiple cartridges became damaged by the syringe during air removal. The cartridges were not used by the customer. There was no reported impact to the customer's blood glucose (bg) level.